Event description:
The customer's father stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. The father did not have the insulin pump with him during the phone call. Therefore no troubleshooting was performed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.